Event description:
A patient reported experiencing inaccurate high results with an otu meter. The patient's blood glucose results were 101mg/dl, 130mg/dl. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported. There is another set results documented. They are 130 vs. 133 = 2% which are within 20% of spec's.